Manufacturer narrative:
The insulin pump had a motor error alarm during basic occlusion test due to a faulty force sensor resistor. Unable to perform the occlusion, prime, the excessive no delivery test due to motor error alarm. The motor was tested outside the device and passed the motor test. The device had a scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 283 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.